Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). A 70-80% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilatation, a 2.75 x 12mm synergy drug eluting stent was deployed to treat the lesion. Proximal edge dissection in the proximal part of the stent and stent damage were noted. A synergy stent was deployed at the proximal edge to cover the dissection and successfully complete the procedure. There were no further patient complications.